Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used for stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii started to fade until there was loss of visualization approximately five minutes into the procedure while performing electrohydraulic lithotripsy (ehl) to a stone. A plastic stent was placed inside the patient and was rescheduled to come back on (B)(6) 2022 to finish the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used for stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii started to fade until there was loss of visualization approximately five minutes into the procedure while performing electrohydraulic lithotripsy (ehl) to a stone. A plastic stent was placed inside the patient and was rescheduled to come back on (B)(6) 2022 to finish the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted signs use in the form of elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were identified with the image. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. The lighting controls on the controller were tested and the scope lighting adjusted accordingly, no problems were observed with scope lighting or plastic optical fibers (pofs). Media inspection was performed using the customer provided photo attached to the complaint record: media inspection confirmed that the monitor was displaying a poor quality image, with lines across the screen. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The device was fully articulated in all directions; no problems were identified with the image. The handle was opened and the connection of the camera wires to the pcba was inspected. No damage or defect was noted on the bond between the solder pads and the camera wires. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. Pressure was applied to the ground pad on the pcba using a screwdriver, and no flex was observed on the pcba. It appeared fully bonded to the breakout and no components on the board appeared damaged. The camera wire in the breakout region was visually inspected. No damage was noted to the camera wire or jacket. Signs of procedural residue were present inside the handle. It was noted that the working channel luer was damaged. Due to the damage to the working channel luer, the device could not be tested for interaction with saline. The reported complaint was not confirmed. Product analysis was unable to replicate the reported problem. The device functioned properly throughout analysis and appeared used. Based on evidence on the returned unit with procedural residue in the handle, it is likely that an interaction with saline occurred during the procedure that resulted in the loss of image. This could not be tested during analysis due to the observed damage to the working channel luer. Based on all gathered information, the complaint investigation conclusion code selected for the visualization issue is cause not established, which indicates that the investigation did not lead to a clear conclusion on the cause of the reported event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.